Event description:
As reported in 2007, this pt was implanted with gore excluder aaa endoprosthesis. At an unk date it was discovered that the distal portion of the trunk-ipsilateral leg component was infolding in the landing zone. The left common iliac artery was reported to have a diameter of 10.5-11 mm. The pt is reported to be asymptomatic and in good condition.

Manufacturer narrative:
The lot serial number could not be provided, therefore, a review of the manufacturing paperwork could not be conducted.